Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had an unresponsive button. Customer's blood glucose level was 353 mg/dl. The customer treated her blood glucose level with a bolus. The minutes did not change on the display. The screen was blank. The red button was beeping on the left hand side every 2 seconds. The device was not returned.